Event description:
The customer stated that the insulin pump would not rewind while trying to change the infusion set. It was also stated that the customer was hospitalized in (B)(6) of this year. The customer was hospitalized for taking to many pills for her fibromyalgia. The customer took the pills on purpose to get the doctor to help her. The customer's blood glucose was fluctuating up and down during that time. The customer was able to get the situation under control with her doctor's help. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.